Event description:
It was reported by the patient that their "lead broke back in 2012ish". The lead was fixed, however the patient states that the lead is "broken again". It is unknown whether the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k cannot be determined. (B)(4).